Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the facility. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. As part of the mitigations for "inaccurate values" 100% of the units go through a leak and flow test as well as a balloon inflation and inspection process.

Event description:
It was reported that during use of the catheter, the customer has been having issues with their arterial line readings. Per the customer, after a day or two, the diastolic reading seems to significantly decrease. They estimate that the readings are not accurate approximately eighty percent of the time. To account for the inaccurate values the customer has moved to adding cuffs back to validate measurements as well as using systolic bp as targets for hypotensive patients, instead of map. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.